Event description:
Reporter calling stating that her husband has had problems with the abbott freestyle libre 14-day sensor. He was unable to apply the sensor to his arm because the needle was bent and as such it could not be used. They contacted abbott about this issue and abbott provided a new freestyle libre, however they sent a freestyle libre 2, and the libre 2 was incompatible with their glucose reader. In addition, reporter states that abbott had never provided them an appropriate usb charging cable for their reader; they have been using other usb cables to charge the reader but they plan to contact abbott to have an appropriate charging cable sent to them. Ref reports: mw5117046, mw5117048.